Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's modular cable was exchanged. The modular cable was noted to have had electrical tape over a portion of the line and data was not transmitting to the clinical screen. The modular cable was noted to be intact and tight. The event log captured odd timestamps and comm a and b faults in the background prior to the driveline disconnect event associated with the modular cable exchange on 30apr2025 at 13:05. It was noted that if both comm a and b faults were to occur than the system controller would have no data showing and every parameter would be displayed as 0. It was noted that once the driveline was disconnected and reconnected the comm faults resolved, and the ventricular assist device numbers appeared to have returned to baseline numbers.

Manufacturer narrative:
Section b5, d1, d4, h6: updated. Manufacturer's investigation conclusion: the reported event of a communication issue between the system controller and pump was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 199 days (19oct2024 ¿ 05may2025 per time stamp); however, only the relevant events from 30apr2025 through 05may2025 were evaluated. On (B)(6) 2025 from 12:30:23 through 13:09:05, the calculated flow, motor power, and pulsatility index were captured to be 0 liters per minute (lpm), 0 watts, and 0, respectively. These events were associated with com a, com b, power a, power b, and low pump current faults; however, no alarms were active prior to 13:05:54 on (B)(6) 2025. Driveline disconnect alarms were captured beginning on (B)(6) 2025 at 13:05:54, consistent with the reported modular cable exchange. The driveline disconnect event was also associated with low flow and left ventricular assist device (lvad) off alarms. Once the driveline was reconnected on (B)(6) 2025 at 13:09:03, the pump ramped back up to the fixed speed and resumed operation without issue. There were no other notable events or alarms captured, and the pump appeared to function as intended at the set speed. The system controller, serial: (B)(6), was not returned for analysis. Additional information provided stated that data was not transmitting to the clinical screen. The system controller and modular cable were consequently exchanged. A specific cause for the pump parameters being 0 from 12:30:23 through 13:09:05 on (B)(6) 2025 could not be conclusively determined through this evaluation; however, the pump functioning as intended following the modular cable exchange could suggest that there may have been a communication issue between the controller and the pump. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instruction's for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was exchanged. The modular cable was noted to have had electrical tape over a portion of the line and data was not transmitting to the clinical screen. The modular cable was noted to be intact and tight. On (B)(6) 2025 the modular cable and system controller were exchanged.